Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The ICD was post-paced t-wave oversensing on the ventricular channel, which was noted on a real-time egm. The ICD was reprogrammed.